Manufacturer narrative:
Corrected data: section b3: date of death corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcome could not be conclusively established through this evaluation. The account indicated that heartmate 3 lvas will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. Section 1, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 - narrative information updated. H6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
As of 23 jul 2025, the site state that the cause of death was cardiogenic/vasodilatory shock. The death was not considered to be device related and was confirmed to have operated as expected. The device would not be returned.

Event description:
It was reported that the patient passed away after multiple attempts to wean them off of vasopressors and inotropes. Additional information was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.